Manufacturer narrative:
Date of event is unknown. Implant date: year only valid. Registry name: svs/vqi registry for the valiant thoracic stent graft with the captivia delivery system (valiant captivia). This summary report provides data received from the svs/vqi registry under exemption number: e2015028. The data references one device and one event only. The device serial number is unknown. This data has been provided to medtronic by a third party and is limited and de-identified. The device was not available for evaluation. Occlusion and dyspnea are recognized as a potential adverse events associated with the implantation of a stent graft and are listed in the IFU. Therefore remedial action is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. On an unknown date post index procedure, the patient suffered from partial covering of sma and respiratory issues. This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified.